Event description:
It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was implanted. The sheath and device perforated the appendage. The closure device was surgically removed and the patient was stable. It was further reported that pericardial effusion occurred due to the perforation upon device deployment.

Event description:
It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was implanted. The delivery system and device perforated the appendage. The closure device was surgically removed and the patient was stable.